Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call of no delivery alarm on the customer's pump. The customer's blood glucose level at the time of incident was 173mg/dl. Troubleshoot was conducted and the reservoir was changed out. The device did not alarm for no delivery. The customer was advised to monitor the device and call back if issues persist.